Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer recalibrated successfully using the same reagent and calibrator combination. The pressure sensor was identified as contributing to poor pipetting of the axsym. The pressure sensor was replaced and the issue was resolved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.